Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported a terumo cardiovascular group that during vein harvesting procedure the v keeper became locked in the closed position. A five inch incision was made in the leg to get the device out of the leg. There was less than 5ml of blood loss at the incision site. The device was no longer used after the event and the surgery was completed successfully.